Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving several inappropriate shocks for atrial tachycardia with rapid ventricular rate. The implantable cardioverter defibrillator also exhibited intermittent atrial undersensing. Programming changes were discussed. Patient was given medication in clinic. No further information was reported.